Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation, hemostasis-varices procedure performed on (B)(6) 2025. During preparation, the physician found that the ligator was not working properly. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. It was noted that no difficulty was experienced upon setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation, hemostasis-varices procedure performed on (B)(6) 2025. During preparation, the physician found that the ligator was not working properly. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. It was noted that no difficulty was experienced upon setting up the device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with 3 bands still attached to it. The ligator housing teeth were damaged. The returned handle does not have evidence that the trip wire was secured into the handle slot, and the trip wire slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the device's instructions for use (IFU) were not followed, as the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This likely affected the band deployment, since the trip wire could not function properly with the handle once the ligator housing was installed on the scope. The marks on the ligator housing teeth suggest that excessive force may have been used, possibly during insertion of the device. This could have damaged the teeth, affecting the handle's functionality during band deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.